Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within five (5) homechoice cassettes. The pm was further described as ¿black points¿ in the cassette and was discovered by the customer during visual inspection and before they opened the packaging. The cassettes with pm were not used and the customer continued with therapy with different cassettes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Five (5) actual samples were received in opened primary packages. A visual inspection with the naked eye noted black points (particles) in each of the five (5) cassettes. Upon further evaluation, it was determined all of the particles were embedded in the cassette structure and were inherent to the materials of the cassette. The size of each particle was measured and compared to a standard. None of the particles measured more than 0.6 mm2. The reported condition was verified, however, the size of each particle was within acceptable quality standard limits per the product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.